Event description:
It was reported that sparks came from a homechoice (hc) machine. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection found the device to spark when the device power was turned on. Functional testing duplicated and confirmed the reported issue. The power switch was found to be faulty and was changed. Should additional relevant information become available, a supplemental report will be submitted.